Event description:
Customer reportedly rec'd the following results on the compact system within 10 minutes: 89 mg/dl, 63 mg/dl, 46 mg/dl,k and 58 mg/dl. Low blood glucose symptoms were reported with these results, and customer was treated with soda (unable to self treat); symptoms improved. Requested return of suspect device, however, the customer did not return the test strips; replacement was sent.